Event description:
It was reported the ventricular side of the device had a bent pin. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): analysis confirmed the initial report, the ventricular output connector was out of specification. It was also noted that the upper and lower cases were broken and contaminated, the liquid crystal display (lcd) lens was broken, the battery release, ring cover, lead flex cover and battery drawer were contaminated, the battery contacts were compressed, and the lcd was out of specification with segments missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the ventricular output connector was out of specification. It was also noted that the upper and lower cases were broken and contaminated, the liquid crystal display (lcd) lens was broken, the battery release, ring cover, lead flex cover and battery drawer were contaminated, the battery contacts were compressed, and the lcd was out of specification with segments missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B)(4).